Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: sample issue. Test strip UDI# (B)(4). Note: manufacturer contacted customer on a follow-up calls in order to ensure the customer's condition since the initial call; wife stated customer had been hospitalized (B)(6) 2017. Wife stated the customer had called the ambulance on (B)(6) 2017 at 2:30 am as he had not been feeling well. Wife stated customer's blood glucose result when he had arrived at the hospital was 425 mg/dl and he was given insulin. Wife stated the hospital diagnosis was high blood sugar and low blood pressure. Wife stated the customer had been discharged from the hospital on (B)(6) 2017 was not currently experiencing any diabetic symptoms. The customer did not want to provide any further information regarding treatment received or if there were any additional blood tests performed with the alleged defective device.

Event description:
Consumer reported complaint for e-5 error: test strip error, very high blood glucose result. The e-5 error appeared after the blood was applied to the test strip. Wife is calling on behalf of the customer. The customer's expected fasting blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer reported feeling thirsty. Customer was advised to seek medical attention; it was verified no medical attention was required at that time. During the call on (B)(6) 2017, a blood test was performed by the customer and produced result of e-5 (2x). The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The customer is on insulin. The meter memory was not reviewed for previous test result history.